Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they have contacted their doctor who manages their device about this issue and had an appointment on (B)(6) 2025. When asked the steps that were/still be taken towards resolution the patient noted that they "put a pasty - yes a woman's silicone nipple cover over the wire site." The patient noted the issue has not yet been resolved but they have an appointment with the mayo clinic on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient started using a bone stimulator for their spine on (B)(6) 2025 and they thought it was causing a problem with the sacral stimulator. The patient stated they thought it was hurting around the device and it was not comfortable so they turned their device off and that pain stopped happening. The patient said the placement of the bone growth electrodes was a hand's distance away from their implanted device. Compatibility information of the bone growth stimulator was reviewed with the patient, and the patient was redirected to their doctor. The patient also mentioned they had scleroderma which impacted their entire gastrointestinal (gi) system and their incontinence was nothing compared to what they went through with scleroderma; it's very tough. The patient said they had a back fusion and before they put more screws in, the patient's orthopedic doctor wanted them to use the bone growth stimulator for 6 weeks on their lumbar 2 and 3.